Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The device had a missing end cap sticker, cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and she had a high blood glucose level. The blood glucose at the time of the incident was 423 mg/dl. The customer tried to treat her high blood glucose but was not sure how much insulin her insulin pump gave her. She stated that the motor error alarm occurred during bolus delivery. During troubleshooting, the customer was able to rewind the insulin pump. Troubleshooting was able to resolve the motor error alarm. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.